Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that an unspecified malfunction alarm occurred during troubleshooting with tandem technical support. The customer reverted to an alternate method of insulin therapy. Customer¿s blood glucose level was in 200-300 mg/dl.